Event description:
It was reported the extension was explanted due to a break/fracture. No symptoms noted. It was reported the issue resolved.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_ext, serial# unknown, implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type: extension. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the healthcare professional (hcp) of a foreign clinical study reported that there was hospitalization from (B)(6) 2013. The event was resolved (B)(6) 2015.